Event description:
It was reported that intermittent undefined alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and tandem technical support documented the issue for reference.